Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose was 400 mg/dl. The current blood glucose level was 354 mg/dl. The blood glucose level was 300 mg/dl. Customer treated with insulin pump. Troubleshooting was performed for high blood glucose. The product will not have returned for analysis.